Event description:
A report was received that the patient was admitted in the hospital and was experiencing redness, tenderness, induration around the ipg site, and had a wider spread rash. The physician believed that the patient was allergic to the device and that the infection was related to the contaminated ipg. The patient underwent an explant procedure and was reportedly doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual and performance tests performed. Device evaluation indicated that the leads passed visual tests performed. No anomalies were noted in the sterilization records. All devices exhibit normal device characteristics.

Event description:
A report was received that the patient was admitted in the hospital and was experiencing redness, tenderness, induration around the ipg site, and had a wider spread rash. The physician believed that the patient was allergic to the device and that the infection was related to the contaminated ipg. The patient underwent an explant procedure and was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.